Event description:
Additional information was received from the customer that the endobronchial ultrasound bronchoscopy (ebus) diagnostic procedure was canceled and was rescheduled. There were two cancer patients in which the treatment was also delayed for 1 week. There were no further reports of patient harm.

Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6). This supplemental report is being submitted to provide additional information from the customer. Updated fields: b1, b2, b5, h1 and h6.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. After the device was inspected, the phenomenon was not reproduced. The information obtained from this complaint and the investigation results did not identify the cause of the occurrence. In addition, any faulty sections, which were considered as contributing to the occurrence of the event indicated by the customer, were not confirmed. A definitive root cause could not be identified. The investigation findings of the reported failure do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source of the subject device degraded during longer procedures and became so dark they could not see during procedure. There were no reports of patient harm.